Manufacturer narrative:
Sections with additional information as of 30-nov-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and. Strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 402 and 179 mg/dl. The customer¿s expected am fasting blood glucose test result range is p140-165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/31/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 159 mg/dl date: (B)(6) 2023 time: am fasting. Result 2: 133 mg/dl date: (B)(6) 2023 time: am fasting. Result 3: 121 mg/dl date: (B)(6) 2023 time: am fasting . Result 4: 402 mg/dl date: (B)(6) 2023 time: am fasting. Result 5: 179 mg/dl date: (B)(6) 2023 time: am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement product resolved the customer¿s initial concern- unable to establish contact with customer.